Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a journal article that during a 25-year clinical experience at a single center, 43 patients experienced the following: five patients had lead repositioning performed due to dislocation, three patients had system explanted due to infection at the ipg site, three patients had pocket revised due to hematoma, and two patients had system explanted due to being unresponsive to therapy.